Event description:
Reports 3 alleged false negative flu results, analyte unknown. Confirmed with pcr. Unknown if patients were symptomatic. No apparent adverse event. Report 3 of 3.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.